Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration'), multiple sclerosis ('multiple sclerosis') and systemic lupus erythematosus ('lupus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss") and abdominal distension ("bloat"). The patient was treated with surgery (on (B)(6) 2014, hysterectomy full and additional surgeries: (B)(6) 2014 - salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, multiple sclerosis, systemic lupus erythematosus, hypersensitivity, allergy to metals, fibromyalgia, psychological trauma and cystitis outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, tooth disorder and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, cystitis, dyspareunia, fallopian tube perforation, fibromyalgia, hypersensitivity, multiple sclerosis, pelvic pain, psychological trauma, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 received treatment for dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, nickel allergy, multiple sclerosis, lupus, fibromyalgia, psychological injury, perforation: fallopian, bladder infection, dental problems., hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test was performed, however, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bloat quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added.event: bloat were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration'), multiple sclerosis ('multiple sclerosis') and systemic lupus erythematosus ('lupus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss") and abdominal distension ("bloat"). The patient was treated with surgery (on (B)(6) 2014, hysterectomy full and additional surgeries: (B)(6) 2014 - salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, multiple sclerosis, systemic lupus erythematosus, hypersensitivity, allergy to metals, fibromyalgia, psychological trauma and cystitis outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, tooth disorder and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, cystitis, dyspareunia, fallopian tube perforation, fibromyalgia, hypersensitivity, multiple sclerosis, pelvic pain, psychological trauma, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 received treatment for dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, nickel allergy, multiple sclerosis, lupus, fibromyalgia, psychological injury, perforation: fallopian, bladder infection, dental problems., hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test was performed, however, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bloat. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration'), salpingitis ('isthmic portion of left fallopian tube with chronic inflammation'), device breakage ('fragment of the essure was present'), multiple sclerosis ('multiple sclerosis') and systemic lupus erythematosus ('lupus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss") and abdominal distension ("bloat"). The patient was treated with surgery (on (B)(6) 2014, hysterectomy full and additional surgeries:(B)(6) 2014 - salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, salpingitis, device breakage, multiple sclerosis, systemic lupus erythematosus, hypersensitivity, allergy to metals, fibromyalgia, psychological trauma and cystitis outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, tooth disorder and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, cystitis, device breakage, dyspareunia, fallopian tube perforation, fibromyalgia, hypersensitivity, multiple sclerosis, pelvic pain, psychological trauma, salpingitis, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 received treatment for dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, nickel allergy, multiple sclerosis, lupus, fibromyalgia, psychological injury, perforation: fallopian, bladder infection, dental problems., hair loss. As per mr, discrepancy noted in date of removal: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test was performed, however, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bloat, salpingitis, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information. Event: isthmic portion of left fallopian tube with chronic inflammation, fragment of the essure was present and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration'), salpingitis ('isthmic portion of left fallopian tube with chronic inflammation'), device breakage ('fragment of the essure was present'), multiple sclerosis ('multiple sclerosis') and systemic lupus erythematosus ('lupus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss") and abdominal distension ("bloat"). The patient was treated with surgery (on (B)(6) 2014, hysterectomy full and additional surgeries: (B)(6) 2014 - salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, salpingitis, device breakage, multiple sclerosis, systemic lupus erythematosus, hypersensitivity, allergy to metals, fibromyalgia, psychological trauma and cystitis outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, tooth disorder and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, cystitis, device breakage, dyspareunia, fallopian tube perforation, fibromyalgia, hypersensitivity, multiple sclerosis, pelvic pain, psychological trauma, salpingitis, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 received treatment for dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, nickel allergy, multiple sclerosis, lupus, fibromyalgia, psychological injury, perforation: fallopian, bladder infection, dental problems., hair loss. As per mr, discrepancy noted in date of removal: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test was performed, however, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bloat, salpingitis, pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration'), multiple sclerosis ('multiple sclerosis') and systemic lupus erythematosus ('lupus') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2014, hysterectomy full and additional surgeries: (B)(6) 2014 - salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, multiple sclerosis, systemic lupus erythematosus, hypersensitivity, allergy to metals, fibromyalgia, psychological trauma and cystitis outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, tooth disorder and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dyspareunia, fallopian tube perforation, fibromyalgia, hypersensitivity, multiple sclerosis, pelvic pain, psychological trauma, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 received treatment for dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, nickel allergy, multiple sclerosis, lupus, fibromyalgia, psychological injury, perforation: fallopian, bladder infection, dental problems., hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test was performed, however, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event of injury was replaced with pelvic pain. New events - abdominal pain, back pain, dyspareunia (painful sexual intercourse), allergy: nickel, hypersensitivity, multiple sclerosis, lupus, fibromyalgia, psychological injury, migration, perforation: fallopian tubes, bladder/urinary problems: bladder infection, dental problems., hair loss were added. Outcome of event dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, dental problems., hair loss were added as recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.